Event description:
Report from a state owned long term care facility of a pt with arm and facial swelling, pain in neck and shoulder, hemoptysis and two trips to the ER after implant of hero graft on (B)(6) 2012 in a pt with a tunneled dialysis catheter. It is not reported if the hero graft was placed in the same veins as the tunneled dialysis catheter.

Manufacturer narrative:
Multiple attempts via different methods of communication have been unsuccessful to get add'l details from the initial reporting health care professional. The device was not returned. There is no info about whether any interventions were performed. Since no pt info was obtained, the relationship of the event to the hero graft cannot be determined. The pt's medical history was not provided, but hemoptysis and swelling of the arm and face (superior vena cava syndrome symptoms) are more likely related to a different chronic medical condition, such as cancer. Pain and edema are listed in our instructions for use (IFU) as a potential complication. We monitor reports of superior vena cava syndrome through our complaint handling sys, and to date the trending rate (B)(6) remains extremely low.